Manufacturer narrative:
The electrode pads were returned to zoll medical canada's service department and evaluated with no discrepancies found. There is evidence that appears to suggest air trapped beneath the pads, however this cannot be confirmed. No photos of the patient event were provided for review. There is no evidence to suggest the device either malfunctioned or operated inappropriately. Review of the log from the device found that all shocks on the event date with sync enabled to be within delivery specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn. Please reference medwatch report 1218058-2021-00071 for a similar event reported from the same customer.